Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was causing phrenic nerve stimulation and the patient felt "hiccups". The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.